Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00595004702, lot #: 63156921, nexgen drop down stem extension, catalog #: 00595006745, lot #: 63481575, nexgen articular surface, catalog #: 00596404010, lot #: 63418528, nexgen all polyethylene patella, catalog #: 00597206535, lot #: 63530609, nexgen femoral component, catalog #: 00596401651, lot #: unknown, nexgen headed screw, catalog #: 00598304033, lot #: 63474758, nexgen headed screw, catalog #: 00598304048, lot #: 63499408, nexgen headed screw, catalog #: 00598304033, lot #: 63490645, nexgen headed screw, catalog #: 00598304048, lot #: 63499406, nexgen headed screw, catalog #: 00598304048, lot #: 63499406, palacos bone cement, catalog #: 00111314001, lot #: 84604541. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the cement has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00285, 0001822565-2018-02567, 0001822565-2018-02595, 0001822565-2018-02596. Cement was discarded.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to pain and loosening of tibia prosthesis. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial component identified nicks and gouges on the plate and bone cement on the backside of the device. Nicks and gouges were also noted around the hex feature of the drop down stem extension. The ap and ml dimensions of the tibial component and the length and diameter of the drop down stem extension were measured and found conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00285 - 2 0001822565 - 2018 - 02567 - 1 0001822565 - 2018 - 02595 - 1.